Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that the patient programmer screen was blank and they did hear a beep. Patient didn't have patient programmer with them and will call back when they had it. They further reported that the implant keeps shocking them, and that it was uncomfortable and that it happens once in awhile. No further complications were reported or anticipated.